Event description:
Following revision, the patient was still experiencing nerve pain in the same location. Patient consulted a pain specialist who performed a nerve ablation to treat the pain.

Event description:
Patient presented to physician with nerve pain at sense lead. The physician determined that the sensor tip was impinging upon perforating distal fibers of intercostal nerves, resulting in referred pain. Surgeon replaced the lead and the patient's pain resolved. No lead damage was found.